Event description:
Blood was noticed in the iab catheter, and a balloon check catheter was removed and a hole was visible in the proximal end of the balloon. Pt is stable without iab support, no apparent complications.